Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) is unable to charge his implant. Pt stated that he had the device turned off for a while and tried to charge it and it wouldn't charge up. Pt mentioned that he's guessing that it's been 4 months since he's used it. Pt stated that his back pain is coming back. Patient services (pss) understood that the pain came back because the stimulator was dead. The patient was redirected to their healthcare provider to further address the issue. The patient reported on (B)(6) 2021 that they believed the implant battery was going out in their back. Pt said the implant battery doesn't hold a charge for very long and it kinda goes out, and its not doing a good job. Pt stated they started to notice the issue after they had someone restart it, but they couldn't recall the date.